Event description:
When the catheter was connected to the cable, there was no image showing on the display monitor. The catheter was removed and a new catheter was inserted. The new catheter worked fine. No injury to the patient.